Manufacturer narrative:
This report is submitted on june 21, 2019.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2019 due to cholesteatoma at implant site, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on july 24, 2019.